Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. It was reported that 4-6 months post-op the set screw backed out. No patient complications were reported. The construct is stable and the surgeon is planning on monitoring the situation.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.